Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01217. It was reported that a guidewire fracture occurred. A 1.50 mm rotalink¿ plus and a rotawire were selected for a percutaneous coronary intervention (pci). During preparation while testing the burr outside the patient at 175,000 rpm, the burr came into contact with the rotawire causing a wire fracture. The procedure was completed with another of the same device. There were no patient complications and the patient is in stable condition.